Event description:
Call center patient reports that since her left hip replacement surgery, she cannot sleep on that side. Patient is unhappy with replacement. The patient reports further that the calf of her left leg is about 3 inches thicker than on the right. Update: (B)(6) 2011 -litigation papers received. Reports severe pain. Complaint was reopened to make components reportable.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Call center patient reports that since her left hip replacement surgery, she cannot sleep on that side. Patient is unhappy with replacement. The patient reports further that the calf of her left leg is about 3 inches thicker than on the right. Update: (B)(6) 2011 -litigation papers received. Reports severe pain. Complaint was reopened to make components reportable. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.